Event description:
It was reported that during a follow-up, episodes of rv lead noise were observed. The noise was not reproducible. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation and conductor damage was noted at 26.2-29.0cm from the connector pin, consistent with clavicle crush damage. The sensing conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.